Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their adult male client, now age (B)(6), used fixodent denture adhesive, version unk cream as his product of choice to hold dentures, unspecified total daily use, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries that have left him unable to perform his normal, customary and daily activities, was diagnosed with neuropathy in 2009, was diagnosed with excess zinc and resulting copper depletion by blood test in (B)(6) 2009. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.